Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate ams episodes due to far-field r-wave oversensing following a bi-v pace. Programming changes will be made during next follow-up. The patient will continue to be monitored.